Event description:
I had coolsculpting done and have had no results. Zeltiq is the manufacturer and claim fat and inches lost. I paid (B)(6) dollars for a procedure and it is a scam. There has been no fat loss, no inches lost. They are fraudulently marketing their coolsculpting technology and scamming people. While having one of the procedures the sucking device they attach to you kept popping off and wouldn't stay attached, yet I was still charged. I was told that I would lose fat cells and inches off my body. I have not lost any inches from doing this painful procedure.